Event description:
It was reported that during a laparoscopic gastric bypass procedure, it was noticed that black insulation pieces were floating on the bowel. A grasper forceps was used to remove all of the pieces. The scrub tech identified the pieces as the insulation from the metzenbaum scissors tip. The case was completed without delay with using another instrument. There was no consequence to pt.

Manufacturer narrative:
Evaluation summary: metzenbaum scissors tip. The device was visually inspected at our parent company in another country. The appearance of the device showed use. The insulation on the tip had been sheared/torn off. It is their opinion that the insulation was damaged due to a sharp edge from an external item such as a trocar sleeve. The cause for this type of damage is due to removal from a trocar sleeve with the blades open. When blades are not closed, contact between insulation and the trocar sleeve will cause the insulation to shear/tear. Cause of event: user device interface. We are recommending that in-service be done at the user facility.